Event description:
Kimberly-clark received a medwatch report stating, "the intubated/ventilated patient was noted to be tachypneic. The nurse noted the connection between the endotracheal tube and the inline suction catheter was cracked. The nurse notified the respiratory therapy technologist and was unable to hand-ventilate the patient appropriately due to the location of the leak. The nurse placed fingers on the cracked portion of the tubing until the respiratory therapist was able to change the cracked connector." User facility medwatch report # (B)(4). Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis. Without the returned device, we are unable to determine a root cause for the reported event. We were unable to determine from user facility how long the device was in use. The directions for use caution, "kimvent systems are intended to be used for 24 hours before changing." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.